Manufacturer narrative:
Previous ventricular tachycardia was reported under MFR # 2916596-2021-03773. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had a 13 beat run of asymptomatic ventricular tachycardia. The patient was asymptomatic. There was no shock by the ICD and no treatment was required. The patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were provided for review. However, the account communicated that the low flow alarms were due to hypertension and fluid overload. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2021 with low flow alarms. The patient was found to be hypertensive. The patient drank more water for self-treatment. On examination, the patient had elevated jugular venous pressure (jvp), leg edema, chest pain and crackles on their lung exam. A chest x-ray (cxr) found pulmonary venous congestion, borderline interstitial edema, and left basilar atelectasis. The patient¿s high blood pressure (bp) medication was increased, and diuretics were given. The low flow alarms were due to hypertension and fluid overload. No further low flow alarms were observed on (B)(6) 2021. It was reported that the ventricular assist device (vad) functioned properly. On (B)(6) 2021, the patient had a 13 beat run of ventricular tachycardia (vt). The patient was asymptomatic during the event. No shock was delivered by the implantable cardioverter defibrillator (ICD) and no treatment was required. The patient was ultimately discharged on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01mar2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists hypertension and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Lastly, section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.